Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had not been used for a long time and during routine charging it was found to be beeping. It was immediately stopped from charging and they stopped using the iabp. There was no harm or injury.

Manufacturer narrative:
The fse identified the issue was in battery slot 2. The fse states the customer has not requested service. If any updates are received this complaint will be reopened.

Event description:
N/a.